Event description:
It is reported that the pt underwent debridement and removal of loose body from previous poly fracture.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the sterilization process for all devices produced at zimmer are validated in accordance with (B)(4) and (B)(4) to a sterility assurance level (sal) of 1.0 x 10(-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the devices implanted caused or contributed to any pt infection. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.